Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cracked top with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that there was a crack in the top of a bd vacutainer® sst¿ blood collection tubes. There was no report of exposure, injury or medical intervention.